Event description:
Event description boston scientific received information that one day post implant, this right ventricular lead was exhibiting poor sensing and pacing. A revision procedure was performed and revealed that the lead had perforated the ventricle. The lead was removed and replaced. The second ventricular lead became dislodged and a second revision procedure was performed. The decision was made to plug the ventricular port and program the device to aair mode. The ventricular lead was removed and returned for analysis.